Event description:
Patient was undergoing an angiography procedure and had the ev3 submarine catheter in the internal carotid artery where it ruptured. It was removed and the procedure continued - no adverse effects were noted at the time of the rupture. After the procedure, the patient experienced transient ischemia attack (tia)like symptoms that lasted 2 hours and resolved. Was considered the possibility of an air embolism from the balloon rupture. Not an implantable device. Device model and serial numbers were not captured.